Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the customer's blood glucose (bg) was 50 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address low bg. The customer continued to use the pump for insulin therapy.